Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded as designed. The distal tip was torn radially and axially. There were high-density polyethylene (hdpe) and soft tip stretching along the tears. The distal tip was partially opened along the axial scoreline. All scorelines were present and the c-marker band was also present. Imagery was received for evaluation. Per imaging evaluation, there was tortuosity in the patient's access vessels and abdominal aorta. Additionally, calcification appears to be present above the aortic bifurcation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and torn esheath+ distal tip were confirmed through evaluation of the returned device. Through investigation, it has been determined that esheath+ tip expansion performance may be influenced by patient specific anatomical factors, procedural factors, and manufacturing related variables. As part of this investigation, manufacturing evaluations identified opportunities for improvement that may further support consistent tip expansion, including under challenging anatomical and procedural conditions. Patient and/or procedural factors, such as challenging anatomy or non-coaxial advancement (tortuosity and calcification were present), may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our edwards lifesciences affiliate in japan, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 20 mm sapien 3 ultra resilia valve, after the delivery system with valve reached the tip of the 14fr esheath+, resistance was encountered when the delivery system with valve exited the distal end of the esheath+ into the patient's anatomy. Subsequently, distal tip damage consistent with a torn tip was identified. It was reported that the esheath+ was not torqued during the procedure. Additionally, it was reported that there was no difficulty during delivery system withdrawal or esheath+ removal. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.